Event description:
Edwards received information that this bioprosthetic mitral heart valve was explanted after an implant duration of nine (9) years, one (1) months due to severe prosthetic mitral valve stenosis. As reported, the mitral valve was visualized and the valve leaflets were very thickened with pannus on the underside of the valve. This was excised and replaced with a 31mm tissue valve. Another valve was replaced and hemostasis was gradually obtained, after the patient was placed on intraaortic balloon pump.

Manufacturer narrative:
Thickened leaflets. Evaluation summary the explanted device was returned to edwards for analysis. As received, the valve had approximately 95% of all three (3) leaflets cut out; these cut sections were not returned with device. The x-ray revealed minimal calcification on the remainder of the leaflets and all three (3) commissures were bent in. Approximately 50% of the sewing ring had been cut from the inflow aspect and 10% from the outflow aspect. Minimal host tissue around the stent circumference was seen on the inflow and outflow aspect and the wireform was exposed on the inflow and outflow aspect. Device not returned. Device received in a condition that made analysis impossible. Additional manufacturer narrative the clinical report of stenosis could not be confirmed due to the condition of the returned device. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.